Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported of the video system center, the image was too bright near the mucosa. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. The device was returned to olympus, and the device evaluation is ongoing. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "image is too bright while near the mucosa" malfunction would likely be a problem with the brightness control. Olympus will continue to monitor field performance for this device.